Manufacturer narrative:
Continuation of device eval: information references the main component of the system. Other relevant device(s) are: product ID: mcs-p3-29-aoa, serial #: (B)(4), ubd: 08-jun-2016, UDI#: (B)(4) product ID: mcs-p3-29-aoa, serial #: (B)(4) ubd: 21-apr-2015, UDI#: (B)(4) the placement/location of the three medtronic valves prevented life saving intervention from being performed. Product analysis: the devices remain implanted; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, into two previously implanted medtronic transcatheter valves, the patient reported increased dyspnea and an increased troponin level was noted. A coronary angiography was performed and showed a stenosed left main coronary artery. It was clarified the stenosis was not caused by the implanted valve frames. However, due to the placement of the previous valves, the left main coronary artery was "jailed" behind three layers of valve frames which made it impossible to perform intervention (treatment for the myocardial infarction), such as percutaneous coronary intervention, for revascularization. It was noted the physician attempted several different techniques, different wires, and catheters, but could not "get through" the struts of the valve frames. Due to the overall condition of the patient, open heart surgery was not an option. The final diagnosis was a non st-segment elevation myocardial infarction (nonstemi) not related to the medtronic valves. It was reported the nonstemi resolved four days later. The patient was discharged to a long-term care facility with prescribed medication. No additional adverse patient effects were reported.